Manufacturer narrative:
The information provided were incorrect with the initial report. The correct information has been provided with this report.

Event description:
The customer reported that she changes her infusion set at night prior to going to bed. By the morning her blood glucose was too high and had to go to the emergency room on (B)(6) 2018. Customer's blood glucose level was 500 mg/dl. She was kept in the emergency room until she was down to at least 300 mg/dl and then was sent home. The customer was wearing the insulin pump at the time of hospitalization. The insulin pump was left on her at the time of the emergency room visit, when she was down low enough at the emergency room she pulled the infusion set and found that it was bent. She then put a new infusion set in and it worked okay for her.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 500 mg/dl. The customer also states the cannula was bent. The customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.